Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during preventative maintenance the automated impella controller (aic) alarmed system self-check failed. The aic was removed from service and there was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) system self-check issue has been completed. The data logs from the console confirm that the system self check failure alarm was issued. The console was returned for evaluation and booted up in system-self check failure. Inspection of the pbm under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors c69 and c70. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion.